Event description:
It was reported to philips that the system was unable to boot up, stalling at 00:00. The device was outside of clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) visited system onsite and confirmed that the system was not booting up. Upon troubleshooting, the fse identified that the issue was with the power supply. The supplier's part analysis has conclusively determined the cause of the power supply unit failure was due to power supply defect. To resolve the issue, the fse replaced the power supply unit and performed functional tests, after which the system was returned to use in good working order. The codes were updated based on the investigation outcome.